Event description:
It was reported that the unit broke into two pieces, but nothing was left in the patient.

Event description:
It was reported that the unit broke into two pieces, but nothing was left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the shaft is broken in half. Functional test were not performed due the broken shaft. The probable root cause could be bone/tissue got caught between the tip and housing causing the broken shaft. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.